Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was changed out for a competitor system per the patient's request. High thresholds were noted and during the procedure to cap the lead, lead- to-can insulation abrasion was observed. The patient was scheduled for a valve replacement, and had a history of four bypass procedures and three stents implanted.